Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a plate fixation procedure with the lc-lcp plate in question for a clavicular shaft fracture on jun. An unknown date, 2018. After the surgery, the patient visited the hospital because the patient felt strange during snow work about 2 weeks before, and as a result, plate breakage was confirmed on an unknown date. Lc-lcp plate removed and replaced it with a superior clavicle plate. The revision surgery was completed successfully without any surgical delay. No further information is available. This complaint involves one (1) device lcp pl 3.5 11ho l150 ti. This is report 1 of 1 for complaint (B)(4).